Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2023-05453, related manufacturing reference number: 2017865-2023-05454, related manufacturing reference number: 2017865-2023-05456. It was reported that the patient presented with a bloody infected pocket. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. The patient was in stable condition.